Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with an o2 flow accuracy issue. There was no patient involvement.